Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer reported reusing insulin and using cold insulin. Tandem technical support informed customer that reusing insulin and using cold insulin is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.